Event description:
It was reported that during an open reduction internal fixation (orif) 3rd metacarpal surgical procedure for a fracture, it was observed that the drill bit device got stuck in the attachment device. According to the report, when the scrub technician attempted to change the drill bit device, the drill bit device was stuck and had to be pried out of the device. As a result, there was a five minute delay to the surgical procedure. An identical spare device was available for use and was used to successfully complete the surgical procedure. It was reported that no pieces of the device were broken off. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device met all manufacture's specifications. Therefore, the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The manufacturing location was unknown. The date of manufacture was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.